Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported that the up button of her infusion device does not work and the infusion device does not properly display the a2 (low battery) alert. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No further info is available. The infusion device was replaced and requested to be returned for evaluation.